Event description:
Customer called to report a hospitalization due to high blood glucose. Diagnosed diabetic ketoacidosis. The blood glucose reading at the time of the event was 1200 mg/dl. Customer was in coma for six days. Customer was vomiting and feeling sick prior to hospitalization. Customer was hospitalized for 26 days. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.